Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the right ventricular (rv) lead failed to capture. Chest x ray revealed rv lead dislodgement. The physician revised and repositioned the same rv lead on (B)(6) 2022. There were no adverse consequences to the patient before, during, or after procedure.